Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation revision with unknown smooth mentor saline breast implant experienced left-sided implant deflation postoperatively, along with left-sided skin reaction, paresthesia and breast pain. The patient reported itching and burning on the left breast, with uncomfortable poking sensation, and the patient has consulted a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On january 2, 2024, mentor received additional information indicating that the suspect medical device was a 525cc mentor smooth round moderate profile (catalog: 3501685 lot: 5982471 sn: (B)(6). The implant was discarded upon removal on (B)(6) 2020 and was replaced with a 525cc mentor smooth round moderate profile (catalog: 3501685 lot: 9495005 sn: (B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture, skin reaction, breast pain, paresthesia.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.